Event description:
It was reported that during removal of the catheter, the catheter began to stretch and separated. Approximately 3cm of the catheter was retained in the patient. The patient is complaining of back pain. There is no information on whether the retained portion will be removed. The sample will not be released by the hospital.